Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g cannula broke off. The following information was provided by the initial reporter: consumer reported injected into thigh and found flexpen would not move or press out insulin during injecting found needle broke off at sometime.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g cannula broke off. The following information was provided by the initial reporter: consumer reported injected into thigh and found flexpen would not move or press out insulin during injecting. Found needle broke off at sometime.